Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was attempted to be used in the stomach during a procedure performed on an unknown date. During preparation, the bumper that was placed inside the body was disconnected. The procedure was completed with another endovive securi-t replacement bolster. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.